Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. The device was implanted for 4 months. A device memory disk was sent to guidant for engineering analysis. Prior to analysis results, the device was explanted and replaced with another guidant ICD.